Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post filter deployment, computed tomography revealed there was an inferior vena cava filter in place at the level of the renal veins. There was a small amount of clot extended superior to the level of the inferior vena cava filter. There has been interval clot of the inferior aspect of the inferior vena cava from the level of the filter and there was no evidence of flow and the clot appeared to extend down into bilateral iliac and femoral veins. Approximately one month later, computed tomography revealed inferior vena cava filter and there was persistent thrombus peripheral to the inferior vena cava filter. Approximately four years and eleven months later, inferior venacava venogram was performed, which showed that there was a permanent filter in infra renal position. The inferior vena cava was patent around the inferior vena cava filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pelvic vein thrombosis. Approximately three months post filter deployment, a computed tomography (CT) revealed that the thrombus was identified above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.